Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high thresholds and that there was no capture. It was also reported that the lead was not able to be repositioned because of difficult placement of the lead. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.